Event description:
It was reported, removal of tibial nail due to non union. Pt walked on nail and caused fracture to go into 15 degrees of valgus.

Manufacturer narrative:
Additional info has been requested. Once the investigation has been completed any additional info will be reported in a supplemental report.